Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom territory business manager on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.